Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2018 for a percutaneous lead (driveline) infection. The patient was discharged on (B)(6) 2018 with oral antibiotics (doxy) for 4 weeks with follow up appointment for incision and drainage in two weeks. No additional information was provided.